Manufacturer narrative:
The customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source had went black displaying no image for a period of about a second and a half. The event occurred during a laparoscopic cholecystectomy procedure. The procedure was completed with the same device. There were no reports of harm to the patient.